Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that sometimes the battery goes from having three bars to dead and no low battery warning. Customer¿s blood glucose level was unknown. Customer also reported that the rewind was slower than it used to be. Insulin pump will not be returned for analysis.